Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that it was found that blades were found dull. Procedure details and patient impact were not reported.

Manufacturer narrative:
All reports will be submitted under 2523835-2024-00175. No reports will be submitted for the manufacturer number 2523835-2024-00204 as it is a duplicate of 2523835-2024-00175. The manufacturer internal reference number is: (B)(4).